Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm and assisted with troubleshooting. The hp stated a supply bag fell off the table and disconnected. The tsr explained to report the alarm to the peritoneal dialysis nurse the next morning. The hp would finish therapy that night manually. No patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the alarm system error 2240 alarm. The home patient (hp) stated that the issue was resolved by ending therapy on the home choice and finishing therapy with manuals. The hp stated that the solution bag had fallen from the table it was on and not sure how it had fallen. The hp was sleeping at the time. Per hp, he did not receive any injury or medical intervention as a result of this incident; he did inform his nurse of the situation. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.